Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional testing with no error alarms noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window, stained end cap sticker and a cracked reservoir tube.

Event description:
The customer reported via phone call that they received a unexpected restart alarm and signal too low alarm. It was also found a button error alarm and no delivery alarm occurred. The customer's blood glucose was unknown. Customer did not troubleshoot for the no delivery alarm. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.